Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) while on home choice (hc) device during drain. The home patient (hp) stated that the cat bit through the patient line. The baxter technical representative (tsr) assisted the hp to clear and explain the alarm. The hp will call the peritoneal dialysis registered nurse (pd rn) for further instructions. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the home patient (hp) stated that the cat bit through the patient line and the root cause is animal damage. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.